Event description:
It was reported that during unpacking for a coronary stenting treatment procedure, a stent dislodgement was noted. As a 3.0x12mm liberte' bare metal stent was being unpacked, it was noted that the stent was not on the balloon. The device was discarded and the procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is listed as stable.

Manufacturer narrative:
(B)(4)